Event description:
Healthcare professional (hcp) reports three incidents of blood leaks with the psn 210 dialyzer. Incidents occurred in 3/2001. All of the incidents occurred at the start of the pt's treatments and were noted on leak alarms. Blood leaks were all verified with positive hemastix. Blood was not returned to any of the pt's with an estimated blood loss of 250cc per pt. Treatments were resumed with new disposables and completed without further incidents. No pt injuries reported per hcp.